Manufacturer narrative:
The device was received with both seals were intact and the top and bottom cases are in excellent condition. Cracked left plunger case. The history report showed force sensor bridge found in ehl. The power up process reported problem duplicated during power up process. The test concluded plunger cable. Unable to calibrate force. Force sensor reading @ 0 : count =181 and force readings 3.70 lbs. The root cause was unknown, unable to determine. Carefully inspected board and plunger cable. No damage or contamination noticed. The tech replaced plunger cable. Calibrated. Performed power up process and all the functional test passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a force sensor bridge test. No patient injury reported.